Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that after placing the ez-io (blue) the officer was unable to unscrew and remove the trocar needle. It appeared to be completely bound together. They were able to place another ez-io (yellow) which functioned as normal. There was no harm caused to the patient. The incident (B)(6) 2020.